Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l74639, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# l74639, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that an emergency pump replacement was performed on (B)(6) 2014; the eri (elective replacement indicator)/eos (end of service) was missed by the hcp (healthcare provider). Withdrawal was reported; patient symptoms of withdrawal included fever, sweating, and other flu-like symptoms. The pump was being used to deliver dilaudid (hydromorphone) 25 mg/ml at 10 mg/d. A follow-up procedure for the patient was scheduled for (B)(6) 2014. Additional information received reported that the patient was experiencing nausea, and he was lethargic. As previously noted, the patients pump reached elective replacement indicator (eri); also, the catheter was compromised when a dye study was conducted. It was noted these conditions may have attributed to the patient¿s condition. The catheter issue seemed to be distal in the spinal segment. The event was neither due to programming nor to the effects of drugs. Surgical intervention was performed of a pump replacement on (B)(6) 2014, and catheter replacement on (B)(6) 2014. The patient was doing better and receiving effective therapy.